Event description:
Patient in the office today for an image guided fusion prostate biopsy. Patient was positioned on the table per protocol. Patient tolerating procedure well. After obtaining 10 samples, biopsy gun stopped firing. Gun disposed of and placed in bin to be sent back. New biopsy gun utilized for remaining 5 samples. Manufacturer response for disposable core biopsy instrument, bard mac core disposable core biopsy instrument (per site reporter).